Manufacturer narrative:
(B)(4). The expedium quick-connect single innie polyaxial screwdriver [product code: 2797-12-400, lot no: mi35480] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip; the second half of the tip was not provided with part. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent a quasi-static overload torsional failure starting at the hex lobes and extending to the center of the shaft. No material defects or other abnormalities were observed in this analysis. A hardness test was also performed, and the driver was within specifications. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis and post market surveillance report review was conducted. As a result, no further complaint actions are required. The root cause of the driver shaft tip becoming broken cannot positively be determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional failure starting at the hex lobes and extending to the center of the shaft. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.

Manufacturer narrative:
(B)(4). The expedium single innie quick-connect poly driver [product code: 2797-12-400] was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions.without the return of the device we are unable to confirm the reported issue or identify the root cause. None deemed necessary at this time as no issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During expedium poly screw placement the tip of the poly driver sheared and broke off in the screw recess surgeon completed surgery with like device but was unable to retrieve tip of driver tip broke off in screw at the end of insertion. Could not be retrieved by surgeon. Dr. (B)(6) made the decision to continue on with the surgery. Update from rep on 14-aug-2015: there was no patient consequence. And the tip did not fall into the patient. It is embedded in the pedicle screw.